Event description:
It was reported that the vancomycin was scanned at 0549, but the rn later reported that they had to manually enter it into the pump. At 0700 the pump module was running at a rate of 5ml/hr, then the rn re-adjusted the rate to match the mar. At 0800 the pump module was alerting of occlusion and the rate was back to 5ml/hr. The pump module was turn off and on and started over since the vancomycin was not running. There was patient involvement but outcome is unknown. It was later reported by the customer that they discovered that the nurse manually programmed everything instead of using interoperability, which lead to a manual entry of the wrong rate and set up of the drug.

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field. Additional information : manufacturer narrative. The actual date of event is unknown. Root cause : the root cause for the reported issue that device had a user programming error.

Event description:
It was reported that the vancomycin was scanned at 0549, but the rn later reported that they had to manually enter it into the pump. At 0700 the pump module was running at a rate of 5ml/hr, then the rn re-adjusted the rate to match the mar. At 0800 the pump module was alerting of occlusion and the rate was back to 5ml/hr. The pump module was turn off and on on and started over since the vancomycin was not running. There was patient involvement but outcome is unknown. It was later reported by the customer that they discovered that the nurse manually programmed everything instead of using interoperability, which lead to a manual entry of the wrong rate and set up of the drug.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.